Event description:
It was reported that during preparation for percutaneous coronary intervention procedure foreign material was noted. They saw some "green stuff" on the forte-floppy w/markers guide wire. The procedure was completed with a new wire. No patient complications were reported. There was no patient contact.

Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, foreign material was noted. They saw some "green stuff" on the forte-floppy w/markers guide wire. The procedure was completed with a new wire. No patient complications were reported. There was no patient contact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: evaluation/findings: as received, the specimen consists of one-1 each clinically used, damaged 185-014, flpy, w/mkrs, ext device; returned coiled loose, accompanied by the opened, labeled packaging pouch, double-bagged within "zip-lock" style ploy pouches. No other original packaging or other devices involved in the reported event is included. Observation findings: the specimen presents scraped, frayed ptfe coating on the wire shaft scattered over the length of the device beginning at the distal end of the coated region and extending to within 10 cm of the proximal limit of the coated region. The ptfe coating presents indications that is was scraped from the wire substrate by a sharp or hard edged contact (i.e. Needle/cannula) over much of the coated length of the device, with scratches evident in the exposed wire surface. The ptfe coating presents both attached and loose frays. The specimen presents an offset coil condition located at a kink 6.00cm from the distal tip and presents numerous bends/kinks of varying severity scattered over the length of the device. The specimen also presents dried blood-like material on and between the coil wraps in the coil segment and between the extension connection threads. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).